Event description:
Patient called to report an adverse event involving an MRI with contrast (gadolinium) she had received on (B)(6) 2023. Patient stated that once the MRI began she immediately started experiencing burning skin, twitching legs and headaches. Patient stated she is still experiencing these symptoms today and felt the need to report this adverse event to the FDA.